Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a gamma nailing for a femoral neck fracture procedure. The esu was used with a 3m neutral electrode (ne, part number 9160f, lot number: information not provided). The ne was placed on the patient's abdomen. No information was provided regarding any of the other accessories used in the operation. Also, the esu settings used were not provided. When removing the neutral electrode, a skin change was discovered. A photograph of the adhesive site on the patient's abdomen revealed reddening and erosion of the skin on two edges, but predominantly in the four corners of the neutral electrode. No information was provided in regards to if any treatment was given to address the patient's reddening and skin erosion.

Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved 3m neutral electrode should be examined by the manufacturer.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are working properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. There were many factors involved with the reported event (e.g., the neutral electrode's placement location on the patient was not suitable, the activations may have been too long with insufficient cooling phases, etc.). Nevertheless, it appears that the current/heat was not sufficiently dispersed by the neutral electrode which resulted in the burn/necrosis. However, no conclusive determination could be made as to the cause of the incident. Nevertheless, warnings in the esu's user manual address the risk of pad burns and provide mitigation measures to minimize the possibility of burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.